Event description:
It was reported by the prestataire that the patient experienced poor pod adhesion, resulting in the pod either falling off or being difficult to remove, indicating the pod had dislodged. This issue did not appear to affect blood glucose readings; however, the patient¿s blood glucose values subsequently rose above 13.9 mmol/l (250 mg/dl). No additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.